Manufacturer narrative:
The lens was not returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the exact root cause of the event could not be conclusively determined. However, according to the surgeon the patient has a "smaller than average capsule" causing the lens to vault posteriorly.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to posterior vault one day post-implant. Allegedly, the lens shifted forward in the capsule and there was a large hyperopic shift. In the surgeon's opinion, the likely cause of the event was "smaller than average capsule causing the lens to vault" the patient's current prognosis is "good, patient is healing well and doing well since surgery and iol exchange."